Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that recently all of the foleys have started to disconnect with the seal intact. This has happened in the critical care unit. Situations that have caused disconnection include any patient movement in bed or around the unit. The foley will disconnect without even removing the tamper evident seal and leak on the patient.